Manufacturer narrative:
H.6. Investigation summary customer returned (58) open 4mm, 32g pen needles without the tear drop label, but with the shelf carton from lot # 9288377. Customer states that. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: spouse of consumer reported no insulin flow during injection. Also stated that when her husband removed the needle he saw that it was bent at the non patient end. Consumer does not re-use. Lot #: 9288377 catalog #: 320550 date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 100 box 1200 us were difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: spouse of consumer reported no insulin flow during injection. Also stated that when her husband removed the needle he saw that it was bent at the non patient end. Consumer does not re-use. Lot #: 9288377, catalog #: 320550, date of event: unknown.